Event description:
It was reported that the patient experienced a 'loss of therapeutic effect.' It was further reported that the patient's 'stimulation stopped around (B)(6) 2012' after she 'fell off the couch.' The patient stated that 'she had incontinence' and when she would get up the 'urine poured out.' It was also stated that in the week prior to report the patient's symptoms had 'gotten worse, where she wets herself.' The patient was redirected to her health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v460281, implanted: (B)(6) 2010, product type lead. (B)(4).